Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up with their pacemaker exhibiting no sensing and high threshold. In addition, their right atrial lead was exhibiting no sensing. The lead was capped and replaced and the device was explanted and replaced on (B)(6) 2018. The patient did not experience any consequences.